Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a spinal surgery right at the tailbone last year causing them a lot of pain and when their surgeon did the surgery, the surgeon wanted their ins taken out because they could see "wires dangling and there were three". The patient stated that their healthcare provider (hcp) wanted to do an MRI for their ins location. The patient stated their hcp was hard to get through, so physician listings were emailed to the patient. The patient provided the name of their current hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 3889-28, lot# (B)(6) serial#, implanted: on (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 21-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.